Event description:
The ortho summit pipetter reportedly fluids twice into microwell row b and did not pipette fluids into microwell row h. The instrument did not generate an error message. No death or serious injury was associated with this incident.